Manufacturer narrative:
(B)(4).

Event description:
It was reported that a loss of connection occurred. It was determined that the loss of connection was related to the mobile application. Data was evaluated and a loss of connection was found. However, the device operated within specification. The allegation was not confirmed. A root cause could not be determined. No injury or medical intervention was reported.